Event description:
After deployment of the suture bars, the sliding knot did not advance completely and tighten over the meniscal tear. The sutures broke and were removed leaving the suture bars in the joint. The repair was completed with a back-up device. There was a surgical delay of 30-minutes. No further procedural complication or injury to the patient was reported.